Event description:
The manufacturer received information alleging a ventilator was alarming for a check circuit and low inspiratory pressure alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device also failed steps during testing. The device's active exhalation control module was replaced to address the issues.